Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing of noise. At the time of the shock, the patient was being transferred into bed in an unrelated hospital visit, so the cause of the noise was thought to be due to muscle movement. At this time, the s-ICD remains in service with no programming changes. There were no adverse patient effects relating to the inappropriate shock reported.